Event description:
It was reported that the patient underwent reconstruction of abdominal rectus fascia repair on an unknown date and mesh was implanted. The mesh was placed under the rectus fascia and the fascia was closed. Following the procedure, the patient experienced a wound infection. The wound has mostly healed but is now extruding mesh through a small defect.

Manufacturer narrative:
(B)(4). Conclusion: according to contraindication use in the IFU, the mesh ¿should not be used where extended wound or organ support is required.¿ no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.